Manufacturer narrative:
Qn#(B)(4). One sample of (B)(6) was received for evaluation with lot # 2217601 which predates 2009 manufacturing. This is a refurbished device. Refurbishment date is 05-23 (may 2023) and is due for service. Visual review of the sample noted that the tips are slightly out of alignment. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. All complaints are trended across product families on a monthly basis per (B)(4) complaint trending global work instruction. Therefore, a separate complaint history review is not required. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). Device has far exceeded expected life and is due for service. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
The report states prior to use, "customer is having issues with the tip of the appliers and the appliers not grabbing the clip properly. It looks like the jaw is slightly wider in the new appliers just received". Additional information states "one wouldn't pick up the clip as the mouth was too wide and grab it, and the second one bent the clips". No patient involvement.

Event description:
The report states prior to use, "customer is having issues with the tip of the appliers and the appliers not grabbing the clip properly. It looks like the jaw is slightly wider in the new appliers just received". Additional information states "one wouldn't pick up the clip as the mouth was too wide and grab it, and the second one bent the clips". No patient involvement.

Manufacturer narrative:
Qn# (B)(4).